Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement tandem cable and wall adapter with two-day shipping and advised that if the pump battery depletes before the replacements arrive, the customer should use multiple daily injections (mdi).